Event description:
It was reported that the device was presenting with a double beep with cassette during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was all intact. There was no evidence of the reported error in the event history log (ehl) - not available. The reported problem was duplicated. Device was found to be double beeping with cassette attached during the investigation due to the downstream sensor. The downstream occlusion sensor was found to be inoperable and the cause of the error. It was recommended that the downstream sensor to be replaced. The root cause was unknown. The product is beyond 4 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400.